Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. According to clinical/medical investigation, a knee revision was performed; however, details of the event were not provided. Clinically relevant medical documentation/information was not provided for inclusion in the medical investigation. Therefore, the root cause and patient impact beyond that which was reported could not be fully assessed. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/ information become available, the clinical/medical task may be re-opened for further evaluation. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that knee revision surgery was performed. Unknown when the incident occurred, how the procedure finished and if occurred a surgical delay.